Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that the lived at a rehab facility and that they had a doctor there that may request a manufacturer representative (rep). It was reported that the patient had two stimulators. They stated that their ¿bottom¿ stimulator stopped working for a while. The patient stated that they kept the stimulation low so that they could not feel it. The patient stated that it turned off, but when they rolled/turned in the bed it came back on. The patient stated that they saw the lightning bolt which confirmed that the stimulation was on. The patient clarified that they were referring to having a loss of stimulation for the ¿bottom¿ stimulator, but then stated no the stimulator ¿ran out a couple of times¿ and it could have been three times. The patient mentioned getting a letter/notice about how this model of stimulator had a ¿defect¿ when the battery runs down and it ¿won¿t turn back on¿. Patient services reviewed overdischarge considerations. The patient stated that they didn¿t think that was it because they thought it was if it was depleted for only a couple of hours. It was asked when the patient received this notice and the patient stated quite a while ago and stated that it may have been three years ago. The event date was asked but was unknown (the patient stated that they did not recall when the battery ¿ran out¿). It was also mentioned that the patient had been in a lot of pain since their trip ¿down here¿. The patient stated that they were ¿worse a little time before that, maybe two years ago¿. No further complications were reported/anticipated.